Event description:
Patient was admitted for CABG surgery. The doctor did not pull the iab out of the tray correctly. There was some question as to whether or not the iab had been damaged prior to insertion. Both the surgeon and perfusion determined that the iab was ok, and the insertion was completed. After the patient was admitted to cvicu, the pump alarmed "leak in iab circuit". Troubleshooting procedures were performed with no success. The doctor attempted to remove the catheter. Resistance was met and it was decided the patient would need to undergo a femoral cutdown procedure to remove the entrapped iab. The pump was turned off and the iab was immobile for longer than the 30 minute threshold. The patient was administered prophylactic medications prior to surgery.

Manufacturer narrative:
Procedure was performed and the iab was removed successfully. The patient experienced post-operative complications. Patient reportedly lost movement of right side of body, and pedal pulse in the leg where the iab was removed was lost. CT scan confirmed stroke diagnoses. The patient had a history of alcohol/drug abuse, vascular calcifications, and mitral insufficiency. Patient is recovering and will undergo physical/speech therapy.